Event description:
The customer reported that the unit the needle stuck at about 40 mmhg mark. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: eval of the returned product did not confirm the reported issue. The needle on the dial plate is at 42 mmhg. The needle moves up and holds pressure but when the pressure is released the needle returned to 75 mmhg. The rubber protective ring is missing from the cufflator. Note: the instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of a set range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. Return all cufflator to the posey company for repair. (B)(4).